Event description:
It was reported the patient did ¿very well¿ with the intrathecal pump, but had a loss of efficacy. A rotor test was normal, but a dye test could not be done due to no flow in the catheter. The device failed. The event date was noted as 2014-(B)(6). The catheter was explanted in (B)(6) 2014. The therapy was noted as intrathecal baclofen. Information regarding the infused drug and patient outcome has been requested. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 8709, lot# unknown, implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type catheter.

Event description:
On (B)(6) 2013, a dye study identified the catheter issue when there was no flow in the catheter. The cause and location of the catheter issue was unknown. The catheter was replaced; no segments were left in the intrathecal space. The patient recovered without permanent impairment. The device system was used to deliver lioresal.